Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer followed instructions to remove the cartridge, inspect it for damage, clean the pump's pneumatic tap area, and then properly reattach the cartridge. After completing these steps and following on-screen instructions, the customer successfully resumed insulin delivery.